Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Physician reported implant rupture and late seroma. Device has been explanted. This relates to the right side.

Event description:
Physician reported 'cold late seroma, regressed with antibiotic therapy, recrudescence of seroma three times with the presence of febrile episodes'. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.